Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation identified that the first implant inserter was slightly bent, making it difficult for the implant to advance through the cannulation (images 1-3). Additionally, the implants were not present with the returned device. Therefore, the allegation of the implant being stuck on the second needle could not be confirmed.

Event description:
It was reported that during acl and meniscus repair surgery it was difficult to insert the first implant and the second implant did not come off the needle. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.